Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure on the fifth firing of the device on the pouch with the second gold reload, there were malformed staple. The rep did not know if all the staples were malformed or just part of them. The rep did not know if the cut line was good. The device was fired previously with blue, green and white cartridges with no issues. Another device was used with a green reload along with sutures to close the pouch.